Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient has not recharged his ipg in approximately 6 months and the device is now inoperable. The sjm representative met with the patient and was unable to establish communication between the patient's ipg and any external devices. Subsequently, the patient will undergo surgical intervention as the next course of action. The model number and therapy date for the patient's lead is unknown.